Event description:
Cq service was notified that cardioquip technician identified the internal tubing of this device as suspect of bacterial contamination during on-site pm. Cardioquip director of operations and epidemiologist reviewed a picture provided by the technician, and recommended that the device be sent in for an internal water pathway replacement due to the brown discoloration within the water path.

Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the yellow discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The device was sent to cardioquip and tested. Cfu counts exceeded the acceptance criteria set by cardioquip. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.